Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that questionable results were reported outside of the laboratory for an unspecified number of patient samples tested on the cobas 8000 e 801 module. The results were later recalled. The customer provided data for a total of 160 patient samples tested for multiple assays. Of these, 103 had erroneous results which are reportable as a malfunction. These erroneous results were reported outside of the laboratory. The following assays were involved: the elecsys afp assay, the elecsys vitamin b12 immunoassay, the elecsys ca 125 ii assay, the elecsys cea assay, elecsys cortisol ii, estradiol, probnp (pbnp), pth, elecsys t3, the elecsys testosterone ii assay, the elecsys total psa immunoassay, and the elecsys tsh assay. Roche manufactures 2 assays for estradiol, the elecsys estradiol ii assay and the elecsys estradiol iii assay. Roche manufactures 2 assays for pbnp, the elecsys probnp ii immunoassay and the elecsys probnp ii stat immunoassay. Roche manufactures 2 pth assays, the elecsys pth immunoassay and the elecsys pth stat immunoassay. It was asked, but it is not known which estradiol, pbnp, and pth assays were used by the customer. Refer to the attachment for all patient data. No adverse events were alleged to have occurred with the patients. The reagent lot numbers and expiration dates were asked for, but not provided. The field service engineer noticed that a reservoir on the analyzer was leaking. He fixed the leak and replaced the measuring cell. The system is working within specifications again. The investigation determined that the service actions resolved the issue.